Manufacturer narrative:
Serial number of the radio frequency generator not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device can not be completed. Based on the info obtained to date, no direct correlation can be made between the reported event and the adiana system. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
During placement of an adiana disposable device into the hysteroscope, the pt had a vasovagal reaction. She was put in the trendelenburg position and no further treatment was provided. The pt was then taken to the hosp as a pre-caution and was discharged the same day. On (B)(6) 2011 the physician reported that f/u with the pt was done on (B)(6) 2011 and she was "fine."